Event description:
It was reported the power seal had an incomplete seal cycle error. The event occurred during a therapeutic, hysterectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.